Manufacturer narrative:
A medtronic representative evaluated the system and found that the mobile view station (mvs) configuration file was corrupt, which prevented the system from booting up. Representative corrected the software error, after which a system checkout was successfully completed, with all checks passing. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6)district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that the imaging system would not completely boot up when setting up for a spinal fusion case. An error message presented itself. Despite a few reboots, the issue persisted. Site discontinued use of the imaging system and completed the case with a c-arm. There was no adverse impact on patient outcome.